Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection did not identify any malfunction. During a leak test it was identified that there was a leak from the bottom y site gland. Closer visual inspection of the y site under a microscope showed that the y site housing is cracked. The root cause was not identified.

Event description:
It was reported that a clearlink system solution set leaked from the extension port. The customer stated that the leak was coming from one of the luer valves, but was unsure about which one. This issue occurred during an infusion of saline. There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial visual inspection of the sample did not find any nonconformances. The sample was functionally tested, which identified a leak from the bottom y-site gland. Microscopic inspection identified a crack on the y-site housing. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up report will be submitted.